Manufacturer narrative:
(B)(4) the device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
It was noticed that the catheter was inserted before the surgery; it fell out during the surgery because the balloon had burst. The balloon was not tested before use. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4) the batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Visual examination was conducted on the returned catheter and observed that the balloon had burst. However there was no any other abnormalities or design irregularities observed on the returned sample. Close examination under high magnification lens (60x magnification) revealed a scratch marks on the balloon. It appears quite likely that the scratches had initiated the tear. This appearance is likely due to the balloon sleeve had come in contact with sharp object during handling or in contact with pointed surface like bladder stone or encrustation that detrimental to the balloon. Over inflation also may result with burst balloon. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 other remarks: minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, burst balloon would likely occur due to contact with sharp object during handling or in contact with pointed surface. Therefore, this complaint could not be confirmed.

Event description:
It was noticed that the catheter was inserted before the surgery; it fell out during the surgery because the balloon had burst. The balloon was not tested before use. The patient's condition was reported as unknown.